Manufacturer narrative:
One 8.5f swartz braided introducer sheath was received for evaluation. The dilator was also received. A leak was noted at the stopcock valve during functional testing. The stopcock valve was microscopically inspected; a crack was noted at the valve, located at the stopcock body. Additional investigation revealed the location of the crack was consistent with damage caused by excessive force applied at the stop location. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the stopcock valve crack is consistent with damage during use.

Manufacturer narrative:
The results, method and conclusion codes along with investigation results will be provided in the final report.

Event description:
After the transseptal puncture was performed, a leak was noted from the hemostasis valve of the introducer. The sheath was replaced and the procedure was continued with no adverse consequences to the patient.